Event description:
It was reported that the patient expressed concern about experiencing a major episode and felt that the device leads might not be connected. The patient was advised to contact the clinic. The patient reported having a mammogram and feeling lumps, which the healthcare provider suggested might be related to her pacemaker. As of this time lead remains in service. No adverse patient effects were reported.